Event description:
When the pt was injected, the radiopharmaceutical leaked out of the syringe at the hub of the needle or distal end of syringe causing isotope to spill on to pt's arm instead of going into vein. Radiation control considers this an incident and does not have to be reported to the state.